Event description:
It is reported that the patella reamer (bushing) broke while reaming the patella during a tka procedure.

Manufacturer narrative:
Evaluation summary: the device has some slight indications of corrosion at several locations on the part. The device has a fractured locking tab that operates to lock with a mating device. Examination of the fractured site reveals two fractures of differing age which cam be differentiated due to the discoloration that is present on the fracture that occurred first. The first and older fracture occurred at the base of the locking tab., propagating from the interior to the exterior of the part. The second fracture occurred along the tab, propagating from the exterior to the interior and from the base to the bottom of the tab. In conclusion, the most probable failure mode is a fracture occurring due to mechanical forces experienced during field use. It is important to note that over-tightening of the bushing could have contributed to the failure; however, there is insufficient evidence to place this as the only cause. As returned, one of the flanges is fractured and the fractured piece was not returned for review. Device history records could not be retrieved due to the lot number being unknown. Also, the potential field age could not be ascertained.